Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a pump battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box history indicated no evidence of short battery life. The pump electrical current draws were measured and were confirmed to be within specifications. The pump was opened and there were no intermittent connections observed inside the pump. Unrelated to the complaint, the pump display screen was observed to be faded.